Event description:
This is a spontaneous case report received from a health professional in (B)(6) on 06-sep-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) lot number e25509 inserted on (B)(6) 2016. During insertion, when delivery catheter was removed, the insert came out and was broken. Essure insertion was performed under local anesthesia. Duration of essure insertion procedure was prolonged due to the event as a new insert was necessary. Company causality comment: this spontaneous and medically confirmed case report refers to an adult female patient, who had essure (fallopian tube occlusion insert) inserted and during placement procedure, when the delivery catheter was removed, the insert came out and was broken. This event, seen as device breakage, is unlisted in the reference safety information for essure. Single cases of device breakage have been reported, mainly during difficult insertions. In this case, the event occurred associated to insertion procedure and its duration was prolonged as a new insert was necessary. Therefore, causality with essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Technical analysis and further information (breakage questionnaire) are being sought.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("during insertion, when delivery catheter was removed, the insert came out and was broken") and complication of device insertion ("during insertion, when delivery catheter was removed, the insert came out and was broken") in a female patient who had essure (batch no. E25509) inserted. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: essure insertion was performed under local anesthesia. Duration of essure insertion procedure was prolonged due to the event as a new insert was necessary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2018: quality safety evaluation of ptc. Additional information: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow-up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Follow up information received on 23-nov-2016: no further information was provided despite follow up attempts. Nca reference number is (B)(4). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 23-nov-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1431 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous and medically confirmed case report refers to an adult female patient, who had essure (fallopian tube occlusion insert) inserted and during placement procedure, when the delivery catheter was removed, the insert came out and was broken. This event, seen as device breakage, was previously regarded as unanticipated in the reference safety information for essure, however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking is an anticipated event; it was amended to anticipated. Single cases of device breakage have been reported, mainly during difficult insertions. In this case, the event occurred associated to insertion procedure and its duration was prolonged as a new insert was necessary. Therefore, causality with essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Product technical analysis investigation was initiated and the outcome resulted in an unconfirmed quality defect. Further information could not be obtained, despite follow-up attempts.

Manufacturer narrative:
Follow up information received on 26-oct-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). (B)(4). Lot number e25509 (production date 02-sep-2015; expiration date 28-sep-2018). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU (instructions for use) steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. Visual inspection was performed and it was confirmed that all components are present. All IFU steps were completed, inner catheter and delivery wire bonds were cured, no damages were observed on delivery catheter, the micro-insert was deployed and detached from the system. Micro- insert was not broken. Additionally the sent sample came with a section of a outer coil broken but this may belong to another device since received catheter and implant were physically complete. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this spontaneous and medically confirmed case report refers to an adult female patient, who had essure (fallopian tube occlusion insert) inserted and during placement procedure, when the delivery catheter was removed, the insert came out and was broken. This event, seen as device breakage, was previously regarded as unanticipated in the reference safety information for essure, however, upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking is an anticipated event; it was amended to anticipated. Single cases of device breakage have been reported, mainly during difficult insertions. In this case, the event occurred associated to insertion procedure and its duration was prolonged as a new insert was necessary. Therefore, causality with essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Product technical analysis investigation was initiated and the outcome resulted in an unconfirmed quality defect. Further information (breakage questionnaire) is being sought.